Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify weak battery alarm and battery out limit alarm due to blank display. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was acting funny for the past 15 minutes and customer noticed that the insulin pump was turned off, everything did not working. The customer blood glucose level was 192 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had battery out limit alarmed after battery change. The customer stated that the insulin pump did not alarming at time of call. Customer stated that the batteries were not out of insulin pump greater than duration allowed by the insulin pump. Customer stated that they did not received multiple battery out limit alarms when batteries were out of the insulin pump for less than one minute. The device will not be returned for analysis.